Event description:
It was reported to philips that the system's c-arm performed an uncommanded rotational movement. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment/non-emergency treatment. The procedure was completed as planned by continuing using the same system. It was reported to philips that the system's c-arm performed an uncommand rotational movement. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the system's c-arm performed an uncommand rotational movement. On further troubleshooting the fse found frontal stand rotation movement after release the geo module, c-arm will have brake delay and confirmed that problem occurred due to geo module rotation toggle movement not smooth. To resolve the issue, fse replaced the geo module. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, the procedure was completed on the same system as planned as the issue did not affect the procedure. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.